Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, the physician was attempting to resect cancer tissue with the snare, but was unsuccessful due to "insufficient" current. The physician tested another device, which transmitted current successfully. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. Reported event: insufficient current. According to the complainant, the suspect device has been discarded and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.